Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown implantable lead was repositioned due to dislodgement. This lead remains in service. No additional adverse patient effects were reported.